Manufacturer narrative:
Correction: manufacturing report 2017865-2025-1008248, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.

Event description:
It was reported that during an implant procedure, the patient experienced bleeding and vessel perforation alleged to be due to the introducer and access tool. An angiogram was performed that confirmed arterial branch bleeding. The operation was aborted and the patient was stable. No further adverse patient consequences were reported.